Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the libre 2 reader were reviewed and the dhrs showed the libre 2 reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to an unspecified battery/power issue causing customer to be unable to test. Due to delivery delay, customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader powered on with button depression. The user complaint could not be reproduced. Visually inspected the returned usb charger and no damage was observed. Performed load test on the usb charger and results were within specification range. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range. Customer did not returned the cable. Therefore, issue is not confirmed. If the partial product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to an unspecified battery/power issue causing customer to be unable to test. Due to delivery delay, customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to an unspecified battery/power issue causing customer to be unable to test. Due to delivery delay, customer experienced a loss of consciousness, was unable to self-treat, and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.